Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that the condition had improved and she did not currently have any diabetic symptoms.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests performed fasting during the call of 150 and 235 mg/dl. The customer was also concerned with low blood glucose test result from the meter memory of 71 mg/dl fasting. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. At the time of the call, the customer reported feeling ill with symptoms of blurry vision, feeling weak and tired. Medical attention was not needed at the time of the call. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/27/2020 and open vial date is 03/31/2019. The meter memory was reviewed for previous test result history: (B)(6).